Event description:
Related manufacturer reference number: 2017865-2024-00243 related manufacturer reference number: 2017865-2024-00314 it was reported that the patient's right ventricular (rv) lead exhibited high impedance and increased capture threshold. It was suspected that the rv lead had sustained a fracture. Noise resulting in noise reversions by the atrial lead and inappropriate magnet responses by the patient's implantable cardioverter defibrillator were also noted. No intervention was performed. The patient was stable.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator was explanted and replaced.